Event description:
It was reported that the device exhibited failure to interrogate, no magnetic response and loss of pacing. An electrocardiogram was performed and revealed the patients heart rate was 55 beats per minute. The device will be explanted and replaced to resolve the event. The patient was in stable condition. Further information was requested but is not yet available.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of inability to pace and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states